Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparative. Reporter stated the device was 528 mg/dl and the lab measured 249 mg/dl performed twenty minutes apart. Reporter indicated controls were run and found to be within an acceptable range. Reporter stated the patient did not receive treatment as a result of the alleged incident and the difference in values was thought to be related to a training issue, with a particular staff person. Reporter indicated no product is being returned for evaluation despite replacement product offered.